Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump did not power on and the back housing separated, exposing internal components, consistent with a hardware screen/bezel separation issue; the device was replaced, and return of the original was requested. Symptoms included prolonged hyperglycemia with a reported maximum blood glucose of 475 mg/dl and no acute sequelae. Outcomes included use of backup therapy with short- and long-acting insulin and negative ketone testing, with no medical intervention or hospitalization. Investigation included customer care troubleshooting and education, confirmation of serial number, shipment of a replacement device, and coordination for return of the damaged unit. Investigation of this case revealed physical damage to the pump enclosure consistent with component separation and device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the pump housing leading to loss of function.